Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was having issues filling and when it did fill the flow was low along with the inlet pressure. Flow rate was 0.5, inlet pressure was -1.0, command pump was 100 percentage, device had 9874 hours and was due for the 2000 hours preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. The arctic sun 5000 was evaluated upon receipt. The arctic sun device displayed filling issues, low flow and air leaks. This was due to a failed circulation pump. Circulation pump was serviced. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was having issues filling and when it did fill the flow was low along with the inlet pressure. Flow rate was 0.5, inlet pressure was -1.0, command pump was 100 percentage, device had 9874 hours and was due for the 2000 hours preventive maintenance. Per sample evaluation results on 16nov2023, it was reported that the tank seals found torn and lifted from the tank.